Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture, device has dropped down, and has a knot in it. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture, the left side has "dropped down and has a knot in it." Patient additionally reported "skin cancer on their arms, chest, face, and legs"; this event is not related to the device. Device remains implanted.